Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x38mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and was then re-advanced; however, it was noticed that one of the stent struts had been damaged and peeled up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.